Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 26mm sapien 3 ultra valve and commander delivery system were prepared with nominal plus 1cc (total 24cc) of volume. At full valve inflation, the delivery system balloon ruptured. The delivery system was withdrawn without issue. Following the device withdrawal, a linear tear was observed in the balloon. All aspects of the delivery system were intact and removed from the patient. Post deployment echo verified the valve was adequately expanded with no leak and no gradient. Angiography revealed no injury to the annulus or adjacent structures. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. The delivery system and esheath were discarded following the procedure and are not available for evaluation.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed calcium in the annulus, lvot and the 'hockey puck'. Device history review (DHR) was not able to be performed as the device lot number was not provided. Lot history review was not able to be performed as the device lot number was not provided. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed since the device was not returned and no applicable imagery was provided for review. Due to the unavailability of the device, engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the lot history, DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'a 26mm sapien 3 ultra commander ruptured upon full inflation', and per case notes there was 'moderate calcium in the landing zone'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted that an additional 1cc was added to the nominal volume as per the case notes. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combination contributed to the event. Available information suggests in addition to patient factors (calcification), procedural factors (over inflation) may have contributed to the reported balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.